Event description:
The facility biomedical technician called technical support requesting info regarding the function of the ultrafiltration (uf) check valve #63. He was completing the uf problem identification checklist procedure and found that the check valve was leaking. This procedure was being completed because a pt had reportedly coded on the hemodialysis machine during the treatment. He added that the hemodialysis machine had passed the pre-treatment self-tests and that the leaky check valve was discovered upon eval of the machine post event. Additionally, he provided limited event info as follows: the pt reportedly asked to get off the machine to go to the bathroom and when the rn got to him, he was unresponsive. The pt is currently in the hospital and that is all the clinical info available. Upon contacting the facility to obtain add'l pt medical/event info, it was learned that the pt had expired. Add'l details have not been provided and this MDR includes all info provided to date.

Manufacturer narrative:
Based on the info provided, it is unk how the device may have caused or contributed to the event. The post market clinical department is in the process of requesting pt medical records and treatment data info regarding the reported pt adverse event that occurred during the hemodialysis treatment. The device was not returned to the mfg for physical eval and the failure mode cannot be confirmed. A batch record review will be completed to determine the mfg processes. A supplemental medwatch report will be submitted once the plant investigation and clinical investigations are complete. This is one of 6 MDR's submitted to document this reported event. Please ref the following MDR numbers: 1713747-2013-99916, 2937457-2013-00101, 1713747-2013-00277, 1225714-2013-01385, 8030665-2013-00473.